Event description:
Major pump unit(s) involved: external control system failureadditional text: none-faulty batteryspecific component(s) involved: other component malfunction, specifyadditional text:other component: 14-volt li-ion battery failurecausative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): other interventions, specifyother intervention : replaced faulty batteryimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify